Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Catching lips / corners of mouth [lip injury]. Brushheads fall apart in mouth while brushing [device breakage]. Case description: a (B)(6) consumer of unspecified gender described that while using an oral-b rechargeable toothbrush, version unknown; the oral-b precision clean brushhead kept catching their lips and the corners of the mouth. The brushhead fell apart in their mouth during brushing. The consumer stated that they had been brushing with an oral-b electrically to their "full satisfaction" for years. The case outcome was unknown. No further information was provided. June 16, 2015 received consumer's follow-up email: the consumer reported that as far as they knew the brushes have not been dropped and reported that the whole pack of 4 brush heads unfortunately had the same defect. The case outcome remained unknown. No further information was provided.

Manufacturer narrative:
(B)(4). Product investigation results: reporter returned oral-b brushhead. Toothbrush head confirmed to be counterfeit.

Event description:
Catching lips / corners of mouth [lip injury]. Brushheads fall apart in mouth while brushing [device breakage]. Product counterfeit [product counterfeit]. Case description: a (B)(6) year old consumer of unspecified gender described that while using an oral-b rechargeable toothbrush, version unknown; the oral-b precision clean brushhead kept catching their lips and the corners of the mouth. The brushhead fell apart in their mouth during brushing. The consumer stated that they had been brushing with an oral-b electrically to their "full satisfaction" for years. The case outcome was unknown. No further information was provided. (B)(6) 2015 received consumer's follow-up email: the consumer reported that as far as they knew the brushes have not been dropped and reported that the whole pack of 4 brush heads unfortunately had the same defect. The case outcome remained unknown. No further information was provided. 07-jul-2015 product investigation: toothbrush head confirmed to be counterfeit.